Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped and replaced due to dislodgement. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
(B)(6) 2016 - this lead was originally reported in 2008 ((B)(4)) as being explanted due to infection. We were notified that this lead was not explanted due to infection and has been active until it was capped on (B)(6) 2015 due to dislodgement.